Event description:
It was reported that while using bd vacutainer® urine analysis preservative tube, there is underfill of an unspecified number of tubes. No patient impact reported. The following information was provided by the initial reporter: "customer has advised the tubes are not filling properly when inserted in the urine collection cup ¿ item 364992, lot 2200074, expiry 2024/01/31."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 08-aug-2023. Investigation summary: bd received 18 samples for investigation. The samples were evaluated by functional testing and the indicated failure mode for underfill with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using bd vacutainer® urine analysis preservative tube, there is underfill of an unspecified number of tubes. No patient impact reported. The following information was provided by the initial reporter: "customer has advised the tubes are not filling properly when inserted in the urine collection cup ¿ item 364992, lot 2200074, expiry 2024/01/31."